Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: power tool evaluation was completed for this device. The customer's complaint that the ((B)(4)) small battery drive has a sticky bottom was confirmed. The device was evaluated and it was confirmed that one of the battery release buttons was damaged. It was also noted that it has worn coupling head. This is most likely due to usage wear over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that one of the buttons on the small battery drive is sticking. No further information was provided. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: service history of the past six months from the awareness date was reviewed. No service history review can be performed. The item has not previously been in for service. There is no information relevant to the current complained issue. Device received by manufacturer on 07/18/2014. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This devise is used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. Devise is an instrument and is not implanted/explanted. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.